Manufacturer narrative:
DHR review: the complaint lot# is 4298257, sku is 383323, assembly in suzhou plant on 2024. Nov. 12, lot quantity is (B)(4). Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: no picture or sample provided. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check product function, product safety shield activation function is good. Possible cause analysis: based on the reported information, needle is exposure to air. Possible reasons for this type of failure may including: 1. The assembly status between outer shield and rubber is not good, the rubber is not pressed to the end during assembly. 2. Product safety shield is pulled during manual assembly flow or manual packaging. These risks will cause the outer shield drops off before the needle retracted completely. Current manufacture already has control procedures as below to defect and prevent this kind of defect: 1. 100% inspection for the gap between outer and rubber is performed at the last station of assembly. 2. Both in-process and outgoing sampling check will test the separation force between rubber and outer shield. Conclusion(s): we cannot identify the actual defect feature, cannot determine whether it¿s a poor assembly issue or raw material issue, so the root cause of this case is not clear. Based on the IFU description, hold the puller and keep the component adown can activate needle safety function successfully.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in - safety shield activation failure. It was reported by customer that "when IV placed and needle removed, safety did not engage and needle was exposed."